Event description:
Caller reported aviva blood glucose results of 95 mg/dl, 220 mg/dl, and 170 mg/dl, within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.